Manufacturer narrative:
(B)(4)

Event description:
The customer received high creatinine results for qc material and for one patient sample. For the patient, the initial result was 2.95 mg/dl and the repeat result was 0.72 mg/dl and 0.74 mg/dl. The initial result was reported outside of the laboratory. The customer stated "expensive testing was ordered" for the patient. There was no allegation of an adverse event. The reagent lot number was 269951. The expiration date was requested but was not provided. The field service representative could not find a problem. He cleaned and checked all probes, rinse nozzles and mixers. He verified all pressures and rinse volumes, cleaned all wash wells and drains. He verified all mechanisms were adjusted and working properly.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
The actual reagent lot number was 26995101 with an expiration date of 30-apr-2018.